Manufacturer narrative:
Conclusion: an actual applicator was returned for evaluation. Visual examination of the sample found shard penetration.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and topical skin adhesive was used. When the surgeon pressed the ampoule, broken glass broke through. There was no adverse consequence to the patient.